Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. There were no button error alarms and no traces of moisture were noted at the electronic or motor assemblies per visual inspection. The unit had minor scratches on lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm due to moisture exposure. The customer's blood glucose level was 118 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.